Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a crack at the bottom of the needle assembly which caused the leak. The fse replaced the needle assembly and vent tubing to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the leak is attributed to a crack at the bottom of the needle assembly. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak in the secondary mode of the coulter lh 750 hematology analyzer. The customer indicated that less than 10 ml of blood and diluent leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.